Event description:
It was reported that angina occurred. In (B)(6) 2024, the target lesion was located at the distal right coronary artery (rca) and was 30 mm long with a reference vessel diameter of 4 mm. Following pre-dilatation using 3.75 x 15 mm balloon, the lesion was successfully treated with a 4.00 mm x 40 mm agent drug-coated balloon (dcb) inflated to 12 atm for 180 seconds. Post revascularization, residual stenosis was approximately 10%, with timi flow 3. The patient discharged from the hospital. In (B)(6) 2025, the patient experienced angina. Diagnostic coronary angiography was performed, medication had been given and no revascularization was undertaken.